Manufacturer narrative:
(B)(4).

Event description:
Reportable based on completed analysis of the related burr complaint on 15-nov-2016. A rotawire was received with MDR ID# 2134265-2016-11334 with no reported issues. However, preliminary device analysis of the burr observed that the rotawire has no spring tip attached.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned loaded with the distal rotablator section and could not be removed. The rotawire was noted to be broken in the middle of the device and the distal section was not returned. Also, the body was kinked in the middle of the device and near to the proximal section. The overall length could not be measured due to the broken wire. The outer diameter (od) of the distal tip could not be measured as well as the spring tip was not returned. ID of the middle and proximal section of the device were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on completed analysis of the related burr complaint on 15-nov-2016. A rotawire was received with MDR ID# 2134265-2016-11334 with no reported issues. However, preliminary device analysis of the burr observed that the rotawire has no spring tip attached.